Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that the device was malfunctioning and causing a burning sensation extending from the knee to the lower back/side back. The patient described the event as very painful and also reported bleeding on the back and swelling at the ins site. Patient mentioned they had started to be felt the burning sensation on (B)(6) they observed blood on their back and swelling on the ins site. The agent advised that stimulation could be turned off until the patient was able to contact their hcp/doctor. The patient did not have the controller available during the call because it was at home. The agent redirect the patient to the hcp for medical evaluation.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.